Event description:
It was reported that they were trying to start therapy on second arctic sun device and getting 02 low flow and fluid delivery line (fdl) open alert. Walked through stop therapy and empty pads. Disconnected and reconnected. Upon reconnection nurses identified that the blue part connected to the pad on one side was broken away from the pad. Advised to swap out to a new set of pads and restart therapy.

Manufacturer narrative:
Correction: d, e, f, g, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy on second arctic sun device and getting 02 low flow and fluid delivery line (fdl) open alert. Walked through stop therapy and empty pads. Disconnected and reconnected. Upon reconnection nurses identified that the blue part connected to the pad on one side was broken away from the pad. Advised to swap out to a new set of pads and restart therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Walked through stop therapy and empty pads. Disconnected and reconnected. Upon reconnection nurses identified that the blue part connected to the pad on one side was broken away from the pad. Advised to swap out to a new set of pads and restart therapy. Per additional information received, it was reported that they swapped out to a new set of pads and restarted therapy. The patient was able to complete therapy, and no further issues were reported. No sample is available. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, e: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy on second arctic sun device and getting 02 low flow and fluid delivery line (fdl) open alert. Walked through stop therapy and empty pads. Disconnected and reconnected. Upon reconnection nurses identified that the blue part connected to the pad on one side was broken away from the pad. Advised to swap out to a new set of pads and restart therapy. Per follow up information received via phone on 15apr2025, it was reported that they swapped out to a new set of pads and restarted therapy. The patient was able to complete therapy, and no further issues were reported. No sample is available.